Event description:
The ge oec 9800 fluoroscopy system had video blanking after moving the system to start a procedure. A reboot restored function.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose video cable (j3) at the lemo receptacle that was not locked into place. The connector was re-seated properly to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.